Event description:
It was reported that there was a tissue wrap with the 10g needle and caused the breast to twist on the outside. This pt had very fatty breast. She tried to disengage the vacuum by manually removing the vacuum tube. This was not successful. The physician was able to remove the probe from the pt by pulling with some force. No tissue sample was acquired. Minimal hematoma, minimal bleeding, painful for pt. The physician used a different driver with the same gage needle from the same lot and had the same outcome. The biopsy was completed using a competitor's device.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This event is currently under investigation.